Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm adapter defective. Cracking of the end cap of an indwelling needle during a patient's injection.

Manufacturer narrative:
1. DHR/bhr review lot# 4081474. 1- the products of this batch were assembled at intima ii auto line 3 in may 2024, and packaged at r240 package line and cfs package line in may 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 4- the end cap batches used in this batch of products are 4085582, 4085596, 4085598 and 4085600, review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test, and no leakage or other abnormalities are found at the end cap. 4. Sku # 383019 is an intima ii product, the intended use is the intravascular administration of fluids, which has not been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the production process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, no defective sample is received, and the injection pressure of this sample when used is unknown, the root cause of the cracking of the end cap cannot be confirmed.

Event description:
No additional information provided.